Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage was noted on the keypad traces, electronic assembly or motor. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.